Manufacturer narrative:
Concomitant product: product ID 8703w, lot# j0056628r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump pocket was infected and an explant was planned. The patient¿s status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the perioperative antibiotics were administered. The diagnosis of infection was determined, (B)(6). The patient did not have meningitis. The date of the last refill was noted as (B)(6) 2014. The symptoms the infection were red pump pocket and radiating outward, the location was the pump pocket and surrounding few inches. A culture of the pump pocket was obtained and the organism cultured (B)(6). Per the reporter the patient was doing well, recovered from infection and doing well on oral baclofen. Because of large bedsore on the patient's "buttom" it was doubtful the patient would be able to have another itb system implanted.